Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the status led of the subject home monitor remains orange.

Event description:
Reportedly, the status led of the subject home monitor remains orange.

Event description:
Reportedly, the status led of the subject home monitor remains orange.